Event description:
After a review of our files, it was decided that this MDR should be filed. Allegedly, during a total hip arthroplasty via open surgery operating room staff noticed charting computer was not working. They rolled in a laptop to use for charting and procedure was completed with no impact to pt. It was found that an external power cable (wuis87) (outside of operating room) had shorted and arced. The cable is an accessory for the or1 essential neo device.

Manufacturer narrative:
Damage to cable was caused by a bad solder joint resulting in the power cable shorting.